Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports on (B)(6) 2016 the pouch filled with blood. He stopped the bleeding by applying pressure to the stoma. He reports the bleeding resumed on (B)(6) 2016 and he went to emergency room via ambulance and was admitted into the hospital. No blood transfusion was given. End user states he was given a couple shots of an unknown medication which stopped the bleeding. He was discharged from the hospital on (B)(6) 2016 with no bleeding at time of discharge, however he has had minimal intermittent bleeding since discharge. He was seen by wound ostomy continence nurse who suspects a laceration to the stoma caused by the landing zone skirt where landing zone attaches to stomahesive. He was given over-the-counter wound seal powder to use in the future to resolve any bleeding to stoma. He states he has not needed to use this powder.